Event description:
It was reported that there was damage to the pump housing and usb port, affecting the pump¿s watertight guarantee but not its ability to charge. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who would continue using their current pump until the new one arrived. Instructions were provided for returning the damaged pump, including storage mode and shipping details, and the customer understood and acknowledged these steps.